Manufacturer narrative:
The mobile viewing station (mvs) interface cable was returned to the manufacturer for analysis. Analysis found no fault with the cable as the cable passed all tests. Unable to confirm reported complaint.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a mobile view station (mvs) interface cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was displaying frame rate error message when perform 3d imaging spins for gain calibrations. There was no patient present at the time of the issue.